Event description:
The pt has two leads with the same lot number. The pt reported experiencing ineffective stimulation. It was also reported the pt has bilateral leg stimulation but only wants stimulation in her right leg. Reprogramming to provide resolution was unsuccessful. Additionally, the pt reported experiencing unintended perineum stimulation after reprogramming. In turn, an sjm rep will meet with the pt at a later date for eval.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.